Event description:
The patient reported never having therapeutic effect. The physician told the patient to call the medtronic rep. To set up an appointment to have the system interrogated. She has been without stimulation for 1 1/2 weeks. The patient was at home and reported her condition as fair. She has an appointment in 2009; but wanted to see somebody sooner. She wanted to get the battery replaced as soon as possible if the battery was depleted.